Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed scratched lcd lens and a worn dso seal. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The accuracy was determined to be overdelivering by 5 percent, outside of the 3 percent standard. It was determined that the most probable cause was due to the expulsor. As a result, the expusor was sanded down to the 3 percent range. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).

Event description:
It was reported that the pump failed volume test. The event occurred during testing. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2. Email is:(B)(6).